Event description:
The hosp reported that the blood from the oxygenator was black in color. This was at the very beginning of the case. They changed out the oxygenator and the pt was not affected. They examined the oxygenator and found that it had a crack near one of the access ports.